Manufacturer narrative:
The revision on (B)(6) 2016 was due to cups position which was retroverted and too vertical causing the patient pain. The new cup was placed more anteverted and horizontal to the original position. Serf product is not involved in treatment failure which caused the acetabular revision and repositioning.

Event description:
The revision on (B)(6) 2016 was due to cups position which was retroverted and too vertical causing the patient pain. The new cup was placed more anteverted and horizontal to the original position. Serf product is not involved in treatment failure which caused the acetabular revision and repositioning.